Event description:
A foreign health facility reported to our international affiliate that the tubing was coming apart. The arterial line came apart at a point distal to the luer lock connection to the transducer. The luer lock remained fastened and the distal portion of the tubing came apart resulting in blood loss for the pt and loss of the arterial line.

Manufacturer narrative:
Product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.